Manufacturer narrative:
The customer has stated that they are not willing to provide any details/ info to stryker. They also informed the service tech that he was not to repair the cot. The service tech reported that he found a bent cover that may have interfered with the locking mechanism.

Event description:
It was reported in a service report that there was a controlled drop with pt on the cot. No adverse consequences reported.